Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the dispenser hoop and introducer sheath. Visual inspection of the device revealed that the main coil and suture were broken. The main coil was observed to be stretched as well. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the coil entered the hub of the microcatheter, it prematurely detached and the coil was successfully retrieved from the patient. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the coil entered the hub of the microcatheter, it prematurely detached and the coil was successfully retrieved from the patient. There were no reported clinical consequences to the patient.